Event description:
The user facility reported that an employee was backing the loading car away from the sterilizer and the right rear swivel caster fell off and the car started to tilt. The employee experienced back pain; no medical treatment was sought or administered and the employee is fine. No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived onsite and found that the user facility's maintenance department had repaired the loading car. The facility's maintenance department disclosed that the expanding rubber retainer was loose/worn. The steris technician was advised by the user facility that the employee noticed that the swivel caster bumper was askew and marked it with an "x" so the maintenance department could come in and check it. Due to the employee using the loading car over the weekend the facility's maintenance department was not in and the employee decided to continue using the car. The loading car is not under steris service contract and is serviced and maintained by the user facility's maintenance department. The technician advised the user facility the importance of proper preventative maintenance.